Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that before a therapeutic plasma exchange (tpe) on a spectra optia device, the patient had paraparesis 3/5 lower limbs and 4/5 upper limbs, maintained the position sitting at the edge of the bed and could not move. After the tpe procedure the patient is is tetraplegic, and the lesion has enlarged. The customer also said that he is considering the possibility of changing the diagnosis, although the onset of the disease and its manifestations indicated that it was autoimmune myelitis. Per the customer the patient will have a contrast-enhanced CT scan to see if a pulmonary thromboembolism exists or not. Per the customer the patient is worsening in condition. Patient age and identifier are unknown at this time. Per the customer no issues were observed during the procedure and no medical intervention was given to the patient. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. Review of the run data file showed the tpe procedure progressed as expected for a total run time of 139 minutes with successful rinseback to the patient. There were multiple access pressure alarms (19 total) with numerous inlet flow rate changes made by the operator. Review of the aim images did not show signs of clumping/clotting during the procedure. There were no other signals or alarms during the run or rinseback indicating any unusual or unexpected events. The root cause was determined to be related to patient disease progression as indicated by the reporting physician on the hp questionnaire.

Event description:
The customer reported that before a therapeutic plasma exchange (tpe) on a spectra optia device, the patient had paraparesis 3/5 lower limbs and 4/5 upper limbs, maintained the position sitting at the edge of the bed and could not move. After the tpe procedure the patient is tetraplegic, and the lesion has enlarged. The customer also said that he is considering the possibility of changing the diagnosis, although the onset of the disease and its manifestations indicated that it was autoimmune myelitis. Per the customer the patient will have a contrast-enhanced CT scan to see if a pulmonary thromboembolism exists or not. Per the customer the patient is worsening in condition. Patient age and identifier are unknown at this time. Per the customer no issues were observed during the procedure and no medical intervention was given to the patient. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that before a therapeutic plasma exchange (tpe) on a spectra optia device, the patient had paraparesis 3/5 lower limbs and 4/5 upper limbs, maintained the position sitting at the edge of the bed and could not move. After the tpe procedure the patient is tetraplegic, and the lesion has enlarged. The customer also said that he is considering the possibility of changing the diagnosis, although the onset of the disease and its manifestations indicated that it was autoimmune myelitis. Per the customer the patient will have a contrast-enhanced CT scan to see if a pulmonary thromboembolism exists or not. Per the customer the patient is worsening in condition. Patient age and identifier are unknown at this time. Per the customer no issues were observed during the procedure and no medical intervention was given to the patient. The exchange set is not available for return because it was discarded by the customer.